Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.product event summary: (B)(4) the device was returned and analyzed. Analysis of the returned device indicated high impedance in the battery. (B)(4). Concomitant products: 5076-52 implantable pacing lead implanted: (B)(6) 2007; 5076-45 implantable pacing lead implanted: (B)(6) 2007.

Event description:
The device was returned, analyzed and tested out of specification. The device was returned to the manufacturer with no information following the patient's death. The cause of death has been requested and not received.